Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 600 mg/dl and 353 mg/dl. Customer reports auto mode was not automatically delivering insulin at the time of high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The pump will not be returned for analysis.